Manufacturer narrative:
(B)(4)

Event description:
Procedure type: lap ventral hernia repair. According to the reporter: when inserting mesh into the trocar, the rubber seal collapsed partly into the trocar. A new blunt tip balloon trocar was used. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.